Manufacturer narrative:
H10: additional manufacturer narrative: the root cause of this event cannot be conclusively determined with the available information. However, the calcification, thrombosis of the leaflets, and thickened leaflets that was observed in this case was most likely due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. H11: corrective data: corrected h6 investigation conclusions by replacing code-4315 with code-50.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial valve, implanted in the aortic position, was explanted after an implant duration of three (3) years, eight (8) months due to calcification, severe stenosis with thrombosis of the leaflets, and thickened leaflets. The patient was presented with symptoms of diastolic heart failure and acute stroke. The tavr was performed with 25mm on-x mechanical valve. Patient was reported to be doing well. The patient was discharged on pod #6. Per the medical records the patient was on and off xarelto as well as pletal anticoagulation for peripheral vascular disease prior to his initial stroke approximately three (3) years and five (5) months after the 25mm 3300tfx was implanted. During his workup he was noted to have thickening of aortic valve leaflets and thrombus formation. Previous echos were normal. Despite treatment with coumadin for three (3) months the valve appeared to look worse, and the patient was admitted with further stroke symptoms very similar to the original stroke.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial valve, implanted in the aortic position, was explanted after an implant duration of three (3) years, eight (8) months due to calcification, thickened valve leaflets with mildly reduced excursion, and severe stenosis with thrombosis of the leaflets. The patient was presented with symptoms of an acute stroke. The aortic valve was replaced with 25mm on-x mechanical valve. Patient was reported to be doing well. The patient was discharged on pod #6. Per medical records it is noted admission stroke symptoms were similar to prior stroke and echo on admission shows no change in valve from prior stroke, however, in some views looked worse, despite coumadin treatment. It is noted in the operative findings the aortic leaflets were heavily diseased with a significant amount of thrombosis. There was no significant aortic insufficiency at the end of the case.

Manufacturer narrative:
H10: additional manufacturer narrative: the root cause of this event cannot be conclusively determined with the available information. However, the calcification, thrombosis of the leaflets, stenosis, and thickened valve leaflets that was observed in this case was most likely due to a progression of the patient's underlying valvular disease pathology combined with the patient's other underlying risk factors. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated b5, b7, h3 updated d4 expiration date updated h4 device manufacturer date updated h3 device evaluated by manufacturer updated h6 type of investigation by adding code-3331 . H11: corrected data: corrected h6 device code(s) by replacing code-1153 with code-2921.

Manufacturer narrative:
H11: corrected data: corrected h6 type of investigation by replacing code-4117 with code-10.

Manufacturer narrative:
Additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Multiple requests for additional details regarding this event (i.e., medical records) have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial valve, implanted in the aortic position, was explanted after an implant duration of three (3) years, eight (8) months due to calcification. The tavr was performed with a mechanical onyx valve. Patient was reported to be doing well.